Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt experienced an unexpected outcome due to the lens being off axis. The surgeon indicated the pt has a history of lasik. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/16/2012 and 03/29/2012 by phone fax and mail. A completed questionnaire has not been received. (B)(4).